Manufacturer narrative:
(B) (4).

Event description:
The patient had great success during the neurostimulation trial, but experienced a lack of effect with the permanently implanted neurostimulation system. The leads were repositioned right after implant. The patient had 4 different stimulation programs. The patient was charging more than expected. The recent battery voltage was greater than 3.6 volts. The implantable neurostimulator was even in the pocket. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.